Event description:
It was stated that there was a display issue. There was no reported patient involvement. Additionally, the investigation identified downstream occlusion seal damage, an issue that could result in a hazardous situation, therefore making this investigation reportable.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. E1: phone number: (B)(6). One device was received for investigation. The device was functionally tested, but the investigation could not duplicate the reported issue. However, the investigation identified downstream occlusion seal damage, an issue that could result in a hazardous situation, therefore making this investigation reportable. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Based on the results of the investigation, the reported complaint could not be confirmed. The device dso filter was replaced and the device passed all testing.